Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 6 of 8. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. The supplies were not damaged by an outlet port clamp or assist device. The home patient (hp) checked the lines and bags and found the unused supply line clamp was open. The hp cycled the power to clear the alarm, which was followed by a system error 2367. The hp then ended therapy and disconnected using aseptic technique. The hp removed the cassette. The care giver would notify the hp's peritoneal dialysis registered nurse. Proper procedures were reviewed with the patient, and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.